Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 49 mg/dl at the time of the incident. The customer had a sensor reading of 300 mg/dl and treated without checking their meter glucose. The customer was at 108 mg/dl at the time of the call. The customer used food and juice to treat. The customer was driving at the time of the low but was not involved in an accident. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Troubleshooting was completed. The customer was having sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.